Event description:
It was reported that l5-s1 fusion had failed. Upon revision, it was found that the closure top was loose. New hardware was implanted. No pt complications were reported.

Manufacturer narrative:
Add'l relevant info will be provided when the device eval is completed.